Manufacturer narrative:
It was reported that the mayfield head holder adaptor had a bent screw and needed replacement on 29-jan-2020. On 22-apr-2020, the field service engineer stated that the device will not be returned for analysis purposes because it certainly has been discarded at the hospital. Therefore, no investigation can be performed and the root cause of the event cannot be determined.

Event description:
Following several attempts to have information about the product return of the (B)(4), the field service engineer reported a new event by email on 29 jan 2020. According to him, the issue was discovered mid august 2019. He mentioned that during his last visit, he noticed that the mayfield head holder adaptor has a bent screw and needs replacement.

Event description:
Following several attempts to have information about the product return of the (B)(4), the field service engineer reported a new event by email on (B)(6) 2020. According to him, the issue was discovered mid august 2019. He mentioned that during his last visit, he noticed that the mayfield head holder adaptor has a bent screw and needs replacement.

Manufacturer narrative:
Device was returned at manufacturing site for investigation purposes. Visual inspection and physical testing of the part revealed that the tightening screw of the mayfield head holder adaptor is bent and therefore, the mayfield cannot be tightened or untightened. The cause of the bent screw could not be determined but the most probable root cause is that an excessive force was applied on the mayfield head holder adaptor screw. Device was replaced.

Manufacturer narrative:
It was stated on 22-apr-2020, by the field service engineer who reported the event, that the device was not available at customer location and must have been discarded.

Event description:
Following several attempts to have information about the product return of the (B)(4), the field service engineer reported a new event by email on 29 jan 2020. According to him, the issue was discovered mid august 2019. He mentioned that during his last visit, he noticed that the mayfield head holder adaptor has a bent screw and needs replacement.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Following several attempts to have information about the product return of the cmp-(B)(4), the field service engineer reported a new event by email on (B)(6) 2020. According to him, the issue was discovered mid (B)(6) 2019. He mentioned that during his last visit, he noticed that the mayfield head holder adaptor has a bent screw and needs replacement.